Manufacturer narrative:
H6 correction: medical device problem code should be 4003 - migration rather than 2993 - adverse event without identified device or use problem. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received that the ipg was tilted. Surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was repositioned deeper into the pocket to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
E1 correction: the reporter¿s information was updated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced discomfort at the ipg site. As a result, surgical intervention may be undertaken to address the issue.